Event description:
A patient underwent cardiac tissue ablation for treatment of ist using emr2 clamp as part of the heal-ist ide trial (g210309). A PICC line had been previously placed for an undisclosed condition. The physician ablated across the svc and did not withdraw the PICC line prior to the ablation, despite advisement from atricure personnel in attendance. A chest x-ray done on (B)(6) 2025 showed a potential foreign body in patient's left pulmonary artery. It was determined that the foreign body was the tip of a PICC line which was damaged during the epicardial ablation. The patient was admitted on (B)(6) 2025 for removal of the ¿distal fragment of the PICC line¿ by interventional radiology. There was no product malfunction, and the event was the result of a use error.

Manufacturer narrative:
The subject device was not returned for evaluation; however, a comprehensive review of the associated device history record was performed. The review revealed no indications of non-conformances within the production documentation that could reasonably be associated with the reported complaint.